Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'had an issue: delivery test was over tolerance, tested twice' was not reproduced. Evaluation performed flow testing and found the device was within specification. A review of the event history log revealed there was multiple infusions and all the infusions ran to completion without interruption. There were no abnormalities that could cause or contribute to the reported problem observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.